Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during insertion of the trial implant the implant turned prior to release of the top knob, also the top part of the trial implant broke off. This part stayed lodged in the applicator knob and could not be removed, thus rendering the instrument unusable. Closer inspection of the outer shaft showed that the outer end blocking the rotation is deformed. No prolongation of surgery was reported as there is also a second implant inserter on the set, so no harm to the patient was done. This is report 2 of 2 for com-(B)(4).

Manufacturer narrative:
Additional narrative: patient identifying information is not available for reporting. (B)(6). Product investigation evaluation: the investigation has shown that the coupling part of the t-pal trial implant (03.812.311) is broken off as complained. The broken off part is still jammed in the applicator knob (03.812.004). In addition, the outer shaft (03.812.001) presents some deformations at the interface between the shaft and the trial implant. The review of the production history revealed that the returned articles were manufactured according to the specifications (03.812.311 in feb 2013, 03.812.004 and 03.812.001 in march 2013). No manufacturing related issues that would have contributed to this complaint condition were found. Although, the relevant dimension of the coupling part cannot be measured due to its broken off condition. Based on these findings, it is likely that, during the pivoting insertion of the trial implant, the applicator knob was not turned counterclockwise enough (as described on page 17 in the surgical technique guide). This likely led to a collision between the trial implant and the applicator outer shaft, causing the deformation at the interface as well as the jamming in the knob and finally resulted in the breakage of the coupling part of the trial implant. Conclusion: the type and extent of damage incurred indicate that this complaint was caused by wrong handling. No indication for material or design related issue. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.